Manufacturer narrative:
This report is filed, march 1, 2016. The implanted device remains.

Event description:
Per the clinic, the internal magnet became dislodged. Subsequently on (B)(6) 2016 the patient underwent a revision surgery to have a new magnet placed. The internal device remains.